Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in the lead insulation 17 cm from the terminal pin. The helix mexhanism also appeared slightly stretched. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable right ventricular lead exhibited loss of capture. It was reported there was no sensing of intrinsic r-waves. Impedance measurements remained stable. Fluoro revealed the lead had dislodged. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.